Manufacturer narrative:
Add'l info: device 2: model pm65hg, serial # (B)(4).

Event description:
Event desc: the precision medical suction units (2) appear to have overcharge and caused the battery to swell far beyond normal. Temperature was measured at approx 240 degrees. Units have been removed from service. MFR response indicates units are both out of warranty and unit should not be charged while in carry case. No procedure was taking place.